Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported cosmetic damage to the insulin pump. The customer's blood glucose at the time of the incident was 172 mg/dl. Patient stated that ever since the pump was accidentally dropped, she noticed the keys are delayed every time she pressed them. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube) and cracked battery tube threads. Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Device received with corroded battery tube.